Event description:
Customer reported that he had unexplained high blood glucose. Paramedics were called to assist customer at home due high blood glucose. The blood glucose reading at the time the paramedics arrived was over 600 mg/dl. Customer stated that she was hospitalized in (B)(6) 2013 because of high blood glucose. The blood glucose reading was over 500 mg/dl. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.